Event description:
The hosp reported that during the saphenous vein harvesting procedure, fluid built up at the cone tip end on two uniport plus. The case was converted to an open leg technique to complete the procedure. No additional pt complications were reported. This report is for the second device that leaked and the procedure was completed by an open leg technique.